Event description:
It was reported that during follow up, multiple episodes of nonsustained rv oversensing due to intermittent undersensing after paced events were observed. The device was reprogrammed and the patient was in fine condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.